Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
No devices were returned for evaluation, therefore the condition of the device is unknown. Review of device history records found these units were released to distribution with no deviations or anomalies. This device is used for treatment. Without the opportunity to examine the complaint product, root cause cannot be determined with the information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 21 states, " early or late postoperative infection and/or allergic reaction."

Event description:
A patient who underwent a custom knee arthroplasty has been indicated for revision due to nickel allergy. No revision has been reported to date.